Manufacturer narrative:
A product sample was not returned for evaluation. The final customer lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor actuation of the probe during a vitreoretinal surgery. The condition of aspiration and cutting are unknown. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this report.